Event description:
The patient was undergoing a microneurosurgery procedure using the apollo generator foot pedal. During the procedure, the blue saline flush button on the apollo generator foot pedal became broken. The green foot pedal worked fine throughout the procedure without any further issues.

Event description:
The patient was undergoing a microneurosurgery procedure using the apollo generator foot pedal. During the procedure, the blue saline flush button on the apollo generator foot pedal became broken. The green foot pedal worked fine throughout the procedure without any further issues.

Manufacturer narrative:
Result: the apollo system blue foot pedal button was no longer attached to the foot pedal. Conclusion: the complaint has been evaluated. The complaint indicates that the blue saline flush button on the apollo system generator foot pedal was broken. Evaluation of the returned product revealed that the blue button on the foot pedal was no longer attached. Based on the description of the event and evaluation of the returned device, it appears that during an attempt to use the saline flush button, the button was broken from the foot pedal. It is unknown if the pedal was broken or if the button was dislodged. The button was not returned for evaluation. There is no evidence of a device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.